Event description:
It was reported that the device delivered an anti-tachycardia pacing (atp) therapy due to supraventricular tachycardia (svt). Programming change was discussed but not made at this time. There were no adverse health consequences, the patient was stable.